Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a wavelet detection. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received inappropriate therapy. There was one inappropriate shock delivered due to atrial tachy (at) and not a ventricular fibrillation (vf) episode. It was noted that the wavelet match scores did not match sufficiently on this occasion but has withheld therapy appropriately before. Additionally, looking at the trends the r-wave has been fluctuating and the threshold has been high on the right ventricular (rv) lead. Therefore, since the rate is quite fast but unstable it was opted for vt (ventricular tachycardia) zone with stability at 50 ms (millisecond) and wavelet instead of vft (ventricular fibrillation tachycardia) via vf with wavelet only. A new wavelet template from rv tip to rv coil was collected which looked much nicer with good matching. The patient¿s beta blockers dose was also increased and their rv threshold is better than it was. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.